Manufacturer narrative:
The customer complaint of tubing separated at filter was confirmed. The photo provided by the customer shows that the nitro tubing was completely separated from the micron filter outlet port. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that a lipid (clinoleic 500 ml) infusion was programmed at a rate of 25ml/hr. For 12 hrs with total dose of 300ml, and an infusion of amino acids to infuse over 24 hrs. The lipids were initiated at 1850 and at 0650. Approximately 12 hrs. Later while disconnecting the lipid line from the patient access, the line separated at the filter. The nurse stated there was no tension or strain on the line. The amino acids and the lipids were y sited together, however they were y-sited below the filters of both sets. The event occurred in the ICU. There was no harm to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. However a photo of the set was provided cont concomitant medical product; access line.

Event description:
It was reported that lipid (clinoleic 500 ml) infusion was programmed at a rate of 25ml/hr. For 12 hrs with total dose of 300ml ordered and given over 12 hrs. With an infusion of amino acids to infuse 24 hrs. The lipids were initiated at 1850 and at 0650. Approximately 12 hrs. Later when disconnecting the lipid line from the patient access the line separated at the filter. The customer reported that there was no harm to the patient. The rn stated that there was no tension or strain on the line. The amino acids and the lipids were y sited together however below the filters of both sets. The event occurred in the ICU.